Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy, the stationary tip broke off in the pt's abdomen. The tip was eventually removed. Another device was used to complete the case. There was no consequence to the pt.